Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D11: 1.5 : 1 ratio cutter; pn - 00770301500; sn - (B)(4); ln - 63681753. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on september 25, 2019 revealed that the comb, roller, carrier guide, roller gear, ratchet gear, ratchet pin, and ratchet spring were damaged. The calibration was out of specifications but produced a passing sample mesh. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample graft. Repair of the skin graft mesher was performed by zimmer biomet surgical on september 25, 2019 which included replacement of the carrier guide, comb, roller, sliding pins, ratchet gear, ratchet spring, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be confirmed as the device produced a passing sample mesh during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that skin graft mesher was not meshing skin properly. No further information was provided. No adverse events were reported as a result of this malfunction.